Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was use error- poor aseptic technique. A batch review was performed for the potentially associated lot number (gd880757). There were no deviations from standard procedure. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer from the USA of a patient who made a mistake/touch contamination and peritonitis coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following information. On an unreported date, the patient made a mistake and experienced touch contamination described as a "mistake with minicaps. The patient dropped a minicap and grabbed the wrong end." On (B)(6) 2011, the patient developed peritonitis. The patient was not hospitalized for the peritonitis. Treatment provided was not reported. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis. The outcome for the patient made a mistake/touch contamination was not reported. A causality statement was not provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.